Event description:
Balloon rupture balloon rupture intraoperatively. Pre-procedure testing performed on the balloon according the IFU.balloon was inflated with 32 cc of saline after positioning it in the aorta, asystole was achieved. The patient was placed on pump. The perfusionist noticed a slight drop in pressure, an additional 5 cc's more was added. A few minutes later, while dr. (B)(6) was repairing a valve leaflet, he saw the heart fill with blood (the patient had aortic insufficiency). Unsure of the balloon situation, dr. (B)(6) did not want to remove the balloon until after the case. He didn't want it to get stuck during removal and impede arterial flow. He used a chitwood cross clamp to conduct the mvr. No aortic perforation occurred.the repair was completed successfully, the balloon was removed. The balloon appeared to have blood inside.balloon incompetency is unknown. No further patient complications reported.

Manufacturer narrative:
In 2009, customer report was confirmed. Blood was found inside balloon lumen and underneath balloon. Balloon was found to be ruptured in central area. Balloon was baggy at the site of rupture. Balloon slightly protruded towards ruptured side. Unit is sent to accellent for further evaluation. The following month, the device balloon was visually inspected under 10x magnification and it is confirmed that the balloon has burst. The edges of the burst were visually inspected under 10x magnification and the edges of the burst are not even in thickness and one portion of the balloon folded over onto itself and that portion is significantly thinner than the rest of the balloon. Visually the balloon is consistent with balloon study balloons that had been over inflated or subjected to prolonged inflation. Visual inspection of the remainder of the device confirms there are no other defects detected. These devices are visually and functionally tested 100% prior to packaging.

Manufacturer narrative:
Device not returned